Event description:
International complaint coordinator reports one incident of blood leak on psn 140 dialyzer. Blood leak occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified with visual blood in the dialysate. Blood was not returned to the pt with an unknown amount of blood loss. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per international complaint coordinator.